Manufacturer narrative:
(B)(4). Additional information: (B)(4). The root cause of failure code 810:11 could not be determined.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of failure code 810:11, and determined the root cause to a faulty pump head module. No repairs were performed as this is a stay in device. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that the reported condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).